Manufacturer narrative:
Patient weight: unknown. Patient ethnicity: unknown. Patient race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, was stuck in cartridge or injection system. There was patient contact but no injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.